Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) or erbe to resolve the customer reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and found that the issue could not be confirmed in system log review; however, log review identified other recurring errors such as m- b1, m-11, m-18, c-06, 2-8a, and 1-8a. During functional testing, the unit powered on normally and successfully cauterized across all ports with all instruments without issue. The erbe log review recorded error m-b0. A visual inspection indicated the unit was in good cosmetic condition. The unit will be sent to the original equipment manufacturer (OEM) for further investigation. The complaint was confirmed based on failure analysis. The probable root cause cannot be determined based on the information provided and failure analysis results. However, the probable root cause of the energy activation issue and subsequent errors may be attributed to faulty communication between the instruments and the generator leading to interruption in energy activation. This error can be resolved through troubleshooting or replacement of the generator. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure using an xi system, the customer called to report errors on the integrated electrosurgical unit (iesu) or erbe. The customer stated they received a c-00 error on the erbe when using bipolar energy and had to hold the bipolar cables in the correct position for it to work. They reported rebooting the erbe twice, but the issue persisted. The procedure was completed as planned with no report of patient injury.